Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was under responsive. It was reported that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the keypad cover was torn. The ok keypad button was intermittently responsive. The keypad cover was removed, and the ok keypad button contact was inverted. There was contamination under all the keypad button contacts.